Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the end of system use after a gastrectomy procedure, during instrument removal with no instrument in tissue, the surgeon console (sc) displayed an unrecoverable error. The issue was resolved by powering the surgeon console off and back on. The patient was in the operating room and under anesthesia when the event occured. No injury to the patient.